Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating and had a error message. The device was being used during surgery. It is known that no patient/user injury or medical intervention occurred. It is unknown if a delay occurred during the surgical procedure. There was no additional information provided.